Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. There was no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case at the display window corner, belt clip slot, case at the reservoir tube window corner, reservoir tube minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be returned for analysis. No additional information is provided.